Event description:
Information was received from a patient who was implanted with a neurostimulator for urinary dysfunction/sacral nerve stim and gastrointestinal/pelvic floor. It was reported that the patient had a recent incident where there was a thunderstorm and she was driving, and she felt a jolt from the lightning, which made stimulation more intense in her body. That night and the next day she was peeing more and more. She checked the implantable neurostimulator (ins), and it was off, so she turned it on. She was not sleeping due to the issues and developed cramps and bladder irritation when the ins was off. She had tried adjusting the amplitude and programs and still had the issues. The patient noted changing the patient programmer (pp) batteries a few times since implant. The lightning, jolt and peeing more occurred on (B)(6) 2016. No one told that she could be shocked from that. The jolt also made her lose control because it was unexpected and she almost lost control of the vehicle. Her vagina was so raw and tender from urinating and she had excessive diarrhea. The patient wanted the device out as the device was unbearable to live with. The patient's sister reported that the shocking sensation in the car occurred on (B)(6) 2016. The patient did not want to drive anymore and in her mind felt like she put herself and others in danger while driving because she was not sure when the shocking would occur.

Event description:
Information was received regarding a patient with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor who reported experiencing cramping and that her vagina was raw and chapped. Additionally reported was that the patient could not use any of her cordless devices or touch metal because "the electricity goes through her body and she gets zapped." Patient status is unknown at the time of this report.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.